Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt's mother reported on (B)(6) 2011, pt's blood glucose value after lunch was 333 mg/dl so she gave her a correction bolus of 5.0 units of insulin. Mother stated after 2 hours the pt's blood glucose level was still elevated at 264 mg/dl so she then called the doctor who suggested the pt change the infusion set. Mother reported the pt changed the infusion set cannula and the infusion set as well. Mother stated before having dinner, the pt's blood glucose value was still evaluated about 260 mg/dl and they programmed the infusion device to bolus 10.0 units of insulin. Mother reported the pt's blood glucose level never decreased during the night and the infusion device never gave an error message. Mother stated when the pt woke up they found out the infusion set was disconnected from the infusion set cannula connection and the pt's blood glucose value reached 306 mg/dl. Mother reported she used injection therapy and finally the pt's blood glucose value decreased. Mother stated the pt decided to no longer use the infusion device. Requested return of the alleged infusion device for eval.